Event description:
Report received from (B)(6) stating that the device's cable/cord/wiring was damaged. It is unk if this event occurred during a surgical procedure. It is unk if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).